Event description:
Physician attempted to deploy a 16mm bare mounted stent graft for the treatment of a free perforation. The stent reportedly "slipped off the balloon" it was then recaptured and deployed but it did not seal the perforation. The pt was taken to surgery to seal the perforation and reportedly did well. Though requested no additional info was provided.